Event description:
The pt was admitted for a procedure in 2008. A 2.5 x 28mm cypher stent "embolized" and was retrieved with a snare. There was no injury to the pt.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.